Event description:
It was reported that an electrical reset occurred in the device the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 1 - por for critical ram parity error, addr=0ddc, data=01, on (B)(4) 2011 19:25:14. 1 - patient alert for device circuit error on (B)(4) 2011 19:25:14.